Event description:
Hillrom completed a software upgrade to the nurse call system, nnc to a new version. Hillrom upgrade team stated that no end user changes and it was just "back end" upgrades and upgrade to the naming from hillrom to volt changes. After upgrade occurred we found that medical professional do see differences. Unattended/attended modes changed to call forwarding on/off hillrom upgrade team was unaware that this would happen and sent us out the rev documentation for the upgrade. Upon reviewing the documentation, the medical staff will see the difference between how they interact with the system. Messaging went out to the staff to let them know from hospital professional. Another issue was after the upgrade was complete a device error was happening w/in our psyc building, hillrom staff was unable to figure that out and said it was a hardware issue. Hillrom staff did not respond after escalating to the project manager, then hillrom leadership said they believed it to be hardware and to call tech support. After software upgrades, part of the agreement is that the complete system is tested and end devices are replaced. This one area they would not do that. Hospital staff was notified that one room would need extra monitoring, staff communicated the attending that it would not be up until monday. Hillrom tech support contacted us on monday after the weekend and found the issue was configuration would not apply, they cleared the config and it worked. Total days from issue to completion was 4 days. FDA safety report ID# (B)(4).